Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient's implantable cardioverter defibrillator exhibited myopotential inhibition remotely. An electrogram showed pacing inhibition caused by noise; which resulted in noise reversion. Electrogram review revealed diaphragmatic oversensing may be the cause. No intervention performed. The patient will be followed normally.

Event description:
Correction on event that was previously reported on 7/18/2017: new information received indicated that patient presented in clinic on (B)(6) 2017. The signal was reproduced but was not oversensed. Previously, it was reported that diaphragmatic oversensing may be the cause. This is possibly during coughing or deep breathing. Patient noted chronic cough much worse in the morning and at night. The device was reprogrammed. Patient will continue to be monitored.

Event description:
The patient presented in clinic on (B)(6) 2017. Upon interrogation, noise was noted which did not lead to oversensing. The patient's chronic cough is much worse in the morning and at night. The device was reprogrammed and the patient will be monitored.